Event description:
Patient was revised to address stem loosening, which was causing thigh pain. (Left hip). **update: this is a clinical patient. **update** patients operative records were received. Records indicate upon revision inflammation in the hip joint associated with metal debris was found. The head and liner were added to the complaint and the complaint re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving operative records. Records indicate upon revision inflammation in the hip joint associated with metal debris was found. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Update: this is a clinical patient, doi: (B)(6) 2008. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made to the depuy sales representative in accordance with (B)(4) appendix a; rev. C. No additional information was obtained. Per the depuy clinical team it is not possible to confirm the reason for revision without patient x-rays. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Update: (B)(6) 2013 - patient's operative records were received. Records indicate upon revision inflammation in the hip joint associated with metal debris was found. The head and liner were added to the complaint and the complaint re-opened. Medical records and x-rays were obtained and reviewed. Review of the device history records and/or a complaint database search for the newly added products was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A complaint database search found additional complaints against the 2522215 lot code. Per wi-3430, revision c, a review of the device history records for this product is no longer required. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear, metallosis, and loosening of stem, which were previously reported. Updated patient's initials, noted patient's residence, added facility name, and added revision hospital.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.